Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 120x30. The customer states that during a mechanical pharmaco-thrombolysis procedure of a female patient, the sinoidal tip on the oscillation drive wire broke off from the rest of the wire. Dr. (B)(6) was the user and heard the problem during the procedure. The device was used for 8-9 minutes when the problem occurred. The patient recovered.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.